Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l700234. The pump sounds noisy and gives high baseline alarms during use on a patient. The pump was switched out immediately without patient incident or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported problem of "alarm, high baseline" is confirmed. The pump alarmed high baseline 1, and excessive noise was noted from the pump assembly during the functional test. Although, the root cause of the complaint is undetermined the received product did not meet specifications during the complaint investigation due to the stepper motor failure. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported via field service report l700234. The pump sounds noisy and gives high baseline alarms during use on a patient. The pump was switched out immediately without patient incident or complications.